Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer experienced a blood glucose (bg) level of 306 mg/dl and subsequently went to the emergency room. Tandem technical support educated the customer on the meaning of an incomplete bolus alert. No additional information was provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.